Event description:
A malfunction alarm was reported. There was no reported impact to the customer¿s blood glucose level. Technical support provided assistance with resetting the pump, and the customer confirmed that the malfunction did not recur afterward. The customer was advised to continue using the pump and instructed to call back if the issue arises again.